Manufacturer narrative:
Initial reporter phone number: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30850718l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cerebrovascular accident. It was reported that two days after the procedure, the patient developed cerebral infarction. Timing when complaints occurred was unknown. The postoperative course was unknown. The relationship between this event and the product was not mentioned. There were no abnormalities observed prior to and during use of the product.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 18-jan-2023, noted a correction to the 3500a follow-up #1 under h10. Additional manufacturer narrative as it was reported, ¿also updated the d10. Concomitant medical products and therapy dates field.¿ however, in error this field was not updated. Therefore, processed.

Manufacturer narrative:
Additional information was received on 22-dec-2022. Physician¿s opinion on the cause of this adverse event was possibly during ablation or after procedure, the cause is unclear. Intervention provided was lixiana resumed. The patient was discharged from the hospital on (B)(6) 2022. The patient required extended hospitalization for follow-up of cerebral infarction. Other relevant history pacemaker, atrioventricular block complete, and hypertrophic obstructive cardiomyopathy. There was no evidence of char during the procedure or evidence of blood thrombus / clot during the procedure. Correct catheter settings were selected on the generator. Pump switching was from ""low"" to ""high"" flow during ablation. The pump flow setting was normally controlled by the generator. In addition, the patient¿s age and weight was provided; therefore, processed a. Patient information section. Also updated the d10. Concomitant medical products and therapy dates field, b7. Medical history/preexisting condition, b2. Is hospitalization initial/prolonged and h6. Health effect - impact code . If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).